Manufacturer narrative:
(B)(6).

Event description:
The customer reported that the monitor displayed a loudspeaker error message, and there were no audible signals. There was no adverse event or patient harm reported.